Event description:
Incident occurred outside the USA: during vein stripping procedure, a plastic probe tip broke off and stuck inside and remained in the patient. Revision surgery was performed to remove the tip.

Manufacturer narrative:
The incident occurred outside the USA. The sample was not returned. An evaluation of all available information was performed by the manufacturer, aesculap ag. The incident was attributed to possible embrittlement of the synthetic material after sterilization. Product was manufactured in 1998. In march 2004 a modification of product took place.